Manufacturer narrative:
Device was received with detached end cap. Unable to confirm device software error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Device passed stop current test and run current test. Device had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, however test reservoir locked/clicked in place properly, minor scratched and cracked display window, stained address/serial number label, missing end cap sticker and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump was broken and bottom of the insulin pump came off. The customer's blood glucose level was 408 mg/dl and customer gave herself 10 units and it went down to the 30's mg/dl. It also reported that there was insulin pump had error alarm and alarm occurred during the rewind sequence. The customer will return insulin pump for analysis.